Manufacturer narrative:
As reported, neither the shaver bur nor the alleged metal fragments are expected for evaluation, as they were discarded at the user facility after the original surgery on (B)(6)2013 and the second surgery on (B)(6) 2014. Without the actual product, an evaluation could not be performed and the alleged metal fragments from the shaver bur could not be verified. This device was manufactured on 29-jan-2013 in a lot of (B)(4) units. There were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. There were no other complaints received for this item and lot number combination. In addition, a 2-year review of the device complaint history showed other than this alleged incident, there have been no serious injuries or deaths reported related to "secondary surgical intervention to remove metal fragments". Without an evaluation of the device and the alleged metal fragments, the complaint could not be verified. However, the use of this product is technique dependent and the most likely cause of the alleged "metal fragments" is user-related. Evaluation of other complaints from this device indicated that even with excessive lateral force, only tiny metal shavings have been seen prior to this incident. In this instance, it is believed that the most likely cause of this reported problem is the bur might have contacted another metal instrument during use. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. Based on available information, this reported incident is an isolated event. In addition, neither the shaver bur nor the alleged metal fragments that were removed on (B)(6) 2014 were returned for evaluation. There is no reason to believe that anything associated with the manufacturing process caused or contributed to this reported problem. No further action is planned at this time. To reduce the risk of injury to the patient, the shaver handpiece manual used to drive the blades/burs cautions the user: do not apply excessive loading on the bur/blade. Cutting performance is not increased with force. Excessive lateral force or using blades/burs as a lever can cause damage to the device including permanent deformation, shedding of metal. Bur & metal fragments were not returned.

Event description:
The customer reported that the patient underwent an arthroscopic subacromial decompression on the left shoulder, which was performed on (B)(6) 2013. The report further stated that the patient experienced pain on his shoulder following the surgery. Subsequently, the patient went back to the theater on (B)(6) 2014 and had a therapeutic arthroscopy revision surgery on the left shoulder to remove metal fragments that allegedly came from a 6.0mm sterling oval bur (item #h9102, lot #434313) and were left in the surgical site from the previous surgery. A review of complaint history for this item # and lot # showed that there were no complaints received from this user facility for any type of problems (i.e metal fragments or bur breakage) related to the usage of the h9102 bur during the original surgery on (B)(6) 2013. In addition, although the revision surgery was performed on (B)(6) 2014, the complaint was not received from the user facility until (B)(6) 2014. To date, no additional information has been received in regards to the patient's latest condition.